Event description:
It was reported that the customer's insulin was crystalizing in the tubing. The customer experienced the issue while changing the infusion set. The customer's blood glucose was 115 mg/dl. The customer also received a no delivery alarm. The customer was unable to troubleshoot because the alarm had already been resolved by a complete set change. Advised to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.